Event description:
It was reported that during a da vinci surgical procedure, the mega needle driver instrument stopped working. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down cable is broken at the distal clevis hub, causing non-functional pitch motion. The broken cable segment that contains the crimp is installed in the clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of a broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.